Manufacturer narrative:
The removed power cord,3 wire, rt angle,eur,10a was returned to the product investigation lab (pi). The pil technician installed the power cord,3 wire, rt angle,eur,10a into a pi ventilator to duplicate the reported issue. Prior to esa620 electrical safety testing the tech verified through the use of a fluke multimeter and rigorous bending of the male end of the power cord, the female portion of the power cord and movement of the length of the power cord that no resistance issues were noted with the power cord. After the initial checking of the power cord with the fluke 87 multimeter the power cord was tested with the esa620 electrical saftey analyzer. The resistance measurements of the ground conductor of the power cord are all within the allowable spec per v60/v60 plus ventilator service manual p/n 1049766 rev t. Tech verified that the power cord passes all current leakage testing as well. The analysis of the ac power cord under the accusation of does not pass electrical tests has resulted in a no problem found.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received complaint by bench reporting that while performing service, it was observed that the power cable is not in good condition since it has poor connection and does not pass the electrical tests. It was reported there was no patient involvement at the time the issue was discovered. Bench repair replaced the power cord to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.